Event description:
Related manufacturer reference number: 3006705815-2022-00577. It was reported that, 15-30 minutes following the patient's scs cervical implant procedure, the patient mentioned they could not move their legs. After further evaluation, the physician decided to take the patient back into the or in order to explant the entire scs system. No further updates are available at this time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.